Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) was relocated and put back in, it was all twisted. The surgery to relocate the ins was reportedly much harder than the initial implant. The patient was in bed for 3 days and was in so much pain. They still had a little bit of pain and were still tender. Refer to manufacturer report #3004209178-2015-14222. Additional review determined the information reported under the referenced report pertained to the event in this report. Any additional information that is received will be captured under this report number.

Event description:
Additional information received from the consumer reported that the trial was effective but the therapy has never been effective. She had pain in her butt and back. She was reprogrammed on (B)(6) 2015 and had an epidural for pain on (B)(6) 2015. The patient did not know how to use the patient programmer but wanted to change settings.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had excess skin in the buttock where she could feel her implantable neurostimulator (ins) moving around. The stimulation effect "worked for a while but gradually decreased over time." At 5.5 volts, the patient experienced right leg sciatic twitching and back pain. During the call, the patient reported not feeling stimulation. Settings and program changes were made in (B)(6) 2015. The patient was redirected to their healthcare provider.

Event description:
It was reported the patient had a loss of therapeutic effect and bladder control. They were going to the bathroom every half hour prior to implant. The trial let them go every three or four hours. The patient was going every hour with the implant. The patient's lower back hurt. They did not feel well. Ten days later, the patient thought they "undid" the stimulator. The stimulator was "rolling" in their body. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot # va0qjeb, implanted: (B)(6) 2014, product type lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient. (B)(4).